Event description:
Resident was shaking side rail in bed. Side rail was in the up position but collapsed. Resident full out of bed. Resident was discharged to hospital and diagnosed as having a fractured left hip.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.